Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the silicone roticulated part had burr. The part was cut by scissors, but stopped using the device. Used other device. There was no bleeding, no tissue damage, nor was the operating room time extended more than 30 minutes.

Manufacturer narrative:
(B)(4).